Event description:
Paramedics used the device to administer 3 shocks to a patient diagnosed in cardiac arrest. CPR was subsequently administered followed by an automated ECG analysis which resulted in no shock advised. After a short period of time, the monitor display allegedly went blank. The operator cycled power, however the display remained blank. CPR was continued and the patient was transported to the emergency room. The patient's outcome was not reported. The customer indicated the reported malfunction did not adversely effect the pt's condition.